Manufacturer narrative:
No known impact or consequence to patient (B)(4). No analysis was performed, since the device was not returned. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues.

Event description:
It was reported that the clamp insert has broken during a procedure. There was no patient impact. The procedure was completed with another device.